Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported trial damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: company rep.

Event description:
It was reported that the attune femoral trials have scuffs and gouges. Did not affect any surgery. No pieces left in any patients. These were in office when found.